Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 implantable pulse generator, (B)(6) 2013. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth; full lead returned and analyzed.

Event description:
It was reported that both leads dislodged. As the physician was unable to place the leads back into position, the leads were explanted and replaced. No patient complications have been reported as a result of this event.